Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2024. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with unspecified mentor smooth saline breast implants. Post-operatively, the patient experienced breast implant illness, chronic fatigue, depression, anxiety, suicidal thoughts, lack of motivation, difficulty concentrating, stumbling over words, forgetfulness, difficulty thinking, dementia, brain fog, and blurry vision. As a result, the patient is scheduled for removal surgery on (B)(6) 2024. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2023-13515 for the contralateral event.

Manufacturer narrative:
On (B)(6) 2024, mentor evaluated a photo of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).